Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient needed stim to be recalibrated. The patient was told they should not need stimulation higher than 5.0 but they had stim at 7.0 and they were not feeling stimulation and they were hurting for the past couple of weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.